Event description:
This is filed to report a perforation. It was reported through a research article that this was a mitraclip procedure to treat severe mitral regurgitation. It was noted a large secundum atrial septal defect (asd). The steerable guide catheter (sgc) was inserted, but rather than using the existing asd, the physician decided to perform a new transseptal access. Two clips were deployed on the mitral valve without issues, successfully reducing mitral regurgitation. The sgc was removed and an asd closure device was implanted, closing the new and preexisting asd¿s. Additional details are listed in the attached article, titled ¿combined transcatheter treatment of severe mitral regurgitation and secundum atrial septal defect in an inoperable patient: a case report.¿

Manufacturer narrative:
Date of event is estimated. The device was not returned for analysis and a review of the lot history record review could not be performed as the lot information regarding the complaint device was not provided. Based on the information reviewed, the atrial perforation (asd) appears to be related to procedural conditions. Perforation is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of product issue with respect to manufacture, design or labeling. The unique device identifier (UDI) is unknown because the part number and lot number were not provided.